Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. The field representative stated that the physician opted to not bring the patient in for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--

Event description:
Additional information was received that another remote home monitoring alert was generated for further intermittent high out of range shock impedance measurements. The physician plans to bring the patient in for testing. No adverse patient effects were reported.